Manufacturer narrative:
Complaint conclusion: as reported, after flushing a 5mm 180cm angioguard rx embolic capture guidewire (ecgw) system and removing the anti-migration clamp, the filter was retracted into the deployment sheath, but the device could not be removed from the tray. A non-cordis filter was used to complete the procedure. There were no reported injuries to the patient. This was during a carotid stenting procedure via the femoral artery. The product was stored and prepped in accordance with the instructions for use (IFU). No unusual characteristics were noted about the device prior to use. Upon opening the package, the deployment sheath tip was confirmed to be fully seated in the filter basket introducer, negating the need for manual insertion. There were no difficulties encountered while flushing the filter introducer and deployment sheath, and saline was observed within the coil dispenser at the green deployment sheath hub. Additionally, the proximal end of the deployment sheath was not in contact with the torque nut before the device was removed from the coil dispenser. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received inside of a clear plastic bag. The device was unpacked to perform the visual evaluation. The returned components are the capture sheath, the torquing device, the delivery sheath inside the coil dispenser, the filter introducer, the peel away introducer, and the ecgw system which is inserted into the wire lumen of the delivery sheath. The rest of the components were not returned for analysis. No other outstanding details were observed on the returned part. Functionally analysis could not be completely because the filter basket was found stuck inside the filter introducer and severely twisted, which impeded the functional test. No issues were noted with the antimigration clips or with the coil dispenser. The failure reported by the customer as ¿packaging/pouch/box~removal difficulty¿ was not confirmed, no issued were observed with the antimigration clips or with the coil dispenser. The failure ¿filter basket ~ kinked/bent¿ was confirmed, the returned unit present a twisted condition on the filter. The exact cause of the observed condition could not be conclusively determined during the analysis. Procedural or handling factors may have contributed to the reported failures. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿caution: guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, after flushing a 5mm 180cm angioguard rx embolic capture guidewire (ecgw) system and removing the anti-migration clamp, the filter was retracted into the deployment sheath, but the device could not be removed from the tray. A non-cordis filter was used to complete the procedure. There were no reported injuries to the patient. This was during a carotid stenting procedure via the femoral artery. The product was stored and prepped in accordance with the instructions for use (IFU). No unusual characteristics were noted about the device prior to use. Upon opening the package, the deployment sheath tip was confirmed to be fully seated in the filter basket introducer, negating the need for manual insertion. There were no difficulties encountered while flushing the filter introducer and deployment sheath, and saline was observed within the coil dispenser at the green deployment sheath hub. Additionally, the proximal end of the deployment sheath was not in contact with the torque nut before the device was removed from the coil dispenser. The device will be returned for evaluation. Addendum: the filter on the returned device was found to be twisted.